Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous case report refers to a (B)(6) female plaintiff who essure (fallopian tube occlusion insert) inserted and, approximately 3 months after insertion, after the hysterosalpingogram confirmation test, the physician told her that both devices were outside the uterine cavity and into the peritoneal cavity (seen as device dislocation). This event is anticipated in the reference safety information for essure. Coils were removed approximately 4 months after insertion. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube or into abdominal cavity. In this present case, the exact time point of device dislocation is unknown; however, it was diagnosed only 3 months after insertion procedure. Taking this into account and given the nature of this event, it was considered related to essure. This case was regarded as incident since intervention was required (device removal was required). As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("both devices were outside the uterine cavity and into the peritoneal cavity") in a (B)(6) female patient who received essure for female sterilization. On (B)(6) 2011, the patient started essure. On (B)(6) 2012, 79 days after starting essure, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pain. The patient was treated with surgery (lap tubal, hysterectomy (on (B)(6) 2012 and the devices were removed without complications)). Essure was withdrawn. On (B)(6) 2012, the device dislocation had resolved. The reporter considered device dislocation to be related to essure. Diagnostic results: (B)(6) 2012 - she had the hsg (hysterosalpingography) performed on (B)(6) 2012 and was told by the physician that both devices were outside the uterine cavity and into the peritoneal cavity. She was asymptomatic. Most recent follow-up information incorporated above includes: on 10-jan-2017: legal claim was received: the physical pain and emotional anguish that the plaintiff suffered was a result of these coils. Company causality comment: this spontaneous case report refers to a (B)(6) female plaintiff who essure (fallopian tube occlusion insert) inserted and, approximately 3 months after insertion, after the hysterosalpingogram confirmation test, the physician told her that both devices were outside the uterine cavity and into the peritoneal cavity (seen as device dislocation). This event is anticipated in the reference safety information for essure. Coils were removed approximately 4 months after insertion. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube or into abdominal cavity. In this present case, the exact time point of device dislocation is unknown; however, it was diagnosed only 3 months after insertion procedure. However, given the nature of this event, it was considered related to essure. This case was regarded as incident since intervention was required (device removal was required). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("both devices were outside the uterine cavity and into the peritoneal cavity/migration of essure device/ migration of essure device:pelvic omentum."), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paraesthesia hand, numbness of upper extremities and obesity. Concomitant products included ibuprofen (advil) and medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 2 months 18 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pain and pelvic pain. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"). On (B)(6) 2012, the patient experienced trigeminal neuralgia ("triagema neuralgia/ triagemal neuralgia"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") with vaginal discharge, migraine ("migraines"), headache ("headaches"), visual impairment ("vision problems"), eye disorder ("eye problems") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced back pain ("severe and persistent extreme lower back pain"), groin pain ("groin pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced nervous system disorder ("neurological conditions or problems"), coccydynia ("tailbone pain") and post procedural discomfort ("discomfort"). The patient was treated with surgery (abdominal hysterectomy, left salpingo oophorectomy ¿ right salpingectomy - omental biopsy x2).essure was removed on (B)(6) 2014. On (B)(6) 2012, the device dislocation had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, device expulsion, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, headache, nervous system disorder, visual impairment, eye disorder, weight increased, groin pain, abdominal pain and coccydynia had resolved, the trigeminal neuralgia had not resolved and the post procedural discomfort outcome was unknown. The reporter considered abdominal pain, back pain, coccydynia, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, menorrhagia, migraine, nervous system disorder, post procedural discomfort, tooth disorder, trigeminal neuralgia, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Computerised tomogram - on (B)(6) 2014: 1 coil and fragments. Nuclear magnetic resonance imaging liver - on (B)(6) 2014: benign blood tumor on liver. Ultrasound scan vagina - on (B)(6) 2014: complex left ovarian cyst. Urine analysis - on (B)(6) 2014: blood in urine. Vitamin d - on (B)(6) 2014: low. (B)(6) 2012: she had the hsg (hysterosalpingography) performed on (B)(6) 2012 and was told by the physician that both devices were outside the uterine cavity and into the peritoneal cavity. She was asymptomatic. On (B)(6) 2014 patient had CT abdomen and pelvis without and with contrast resulted in displaced/migrated left essure device now lying in the fat just anterosuperior to the left fallopian tube. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 192 lbs. Patient underwent essure confirmation test: hysterosalpingogram. Result: both essure coils migrated out of my tubes and there was no blockage. Confirming the injuries reported in this case, the following one/ones were reported in medical record:pelvic pain,device dislocation, device breakage, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Event added: discomfort. Reporter information was added. Concomitant drug and condition was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("both devices were outside the uterine cavity and into the peritoneal cavity/migration of essure device/ migration of essure device:pelvic omentum\failure to occlude fallopian tube"), genital haemorrhage ("abnormal bleeding (general)") and nephrolithiasis ("kidney stone") in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. (B)(6) 2012- she had the hsg (hysterosalpingography) performed on (B)(6) 2012 and was told by the physician that both devices were outside the uterine cavity and into the peritoneal cavity. She was asymptomatic. On (B)(6) 2014 patient had CT abdomen and pelvis without and with contrast resulted in displaced/migrated left essure device now lying in the fat just anterosuperior to the left fallopian tube current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 192 lbs. Patient underwent essure confirmation test: hysterosalpingogram. Result: both essure coils migrated out of my tubes and there was no blockage. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included paraesthesia hand, numbness of upper extremities, obesity, temporal headache (she states she could feel it in her left side of temporal and roof of her mouth.), blood pressure increased, sprain, ovarian cyst and pap smear abnormal. Concomitant products included acetylsalicylic acid (aspirin), clonidine, ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 2 months 20 days after insertion of essure. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced trigeminal neuralgia ("triagema neuralgia/ triagemal neuralgia"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") with vaginal discharge, dry eye ("vision/eye problems type- dry eyes"), vision blurred ("vision/eye problems type: blurry vision, harder to focus") and eye infection ("vision/eye problems type: blurry vision, harder to focus, eye infections, and dry eyes.") And was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced back pain ("severe and persistent extreme lower back pain"), groin pain ("groin pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), pain ("physical pain"), nervous system disorder ("neurological conditions or problems"), coccydynia ("tailbone pain"), post procedural discomfort ("discomfort"), ovarian cyst ("ovarian cysts") and pelvic congestion ("pelvic congestion") and was found to have vitamin d decreased ("results showed low vitamin d"), blood urine present ("blood in urine") and benign hepatic neoplasm ("benign blood tumor on liver"). The patient was treated with surgery (abdominal hysterectomy, left salpingo oophorectomy ¿ right salpingectomy - omental biopsy x2) and extraction, 2 teeth pulled, replaced filling. Essure was removed on (B)(6) 2014. On (B)(6) 2012, the device dislocation had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, device expulsion, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, headache, nervous system disorder, dry eye, vision blurred, groin pain, abdominal pain, coccydynia, eye infection and ovarian cyst had resolved, the nephrolithiasis, pain, post procedural discomfort, vitamin d decreased, blood urine present, benign hepatic neoplasm and pelvic congestion outcome was unknown, the weight increased was resolving and the trigeminal neuralgia had not resolved. The reporter considered abdominal pain, back pain, benign hepatic neoplasm, blood urine present, coccydynia, cystitis, device breakage, device dislocation, device expulsion, dry eye, dysmenorrhoea, dyspareunia, eye infection, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, menorrhagia, migraine, nephrolithiasis, nervous system disorder, ovarian cyst, pain, pelvic congestion, post procedural discomfort, tooth disorder, trigeminal neuralgia, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: (B)(6) 2011- essure pre-op and post-op check list- coils: right-3 coils and left-5 coils. Failure to occlude fallopian tube. Date(s) of removal: (B)(6) 2012, (B)(6) 2014, bilateral salpingectomy, other (please specify) - diagnostic laparoscopy, exploratory laparotomy, total abdominal hysterectomy, right salpingectomy & left salpingo-oophorectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Computerised tomogram - on (B)(6) 2014: results: 1 coil and fragments. Hysterosalpingogram - on (B)(6) 2012: results: migration of essure device, both essure coils migrated out of my tubes and there was no blockage. Both devices were outside the uterine cavity and into the peritoneal cavity.. Mammogram - on (B)(6) 2013: impression: questionable small focal asymmetry upper outer aspect of the left breast. In part, this may reflect overlying fibro glandular tissue.. Nuclear magnetic resonance imaging liver - on (B)(6) 2014: results: benign blood tumor on liver. Ultrasound scan vagina - on (B)(6) 2014: results: complex left ovarian cyst. Findings are most suggestive of a displaced/migrated left essure device now lying in the fat just anterosuperior to the left fallopian tube. In a similar location on the right, there could be a small fragments) of a migrated right-sided essure device.. Urine analysis - on (B)(6) 2014: results: blood in urine. Vitamin d - on (B)(6) 2014: results: low. Confirming the injuries reported in this case, the following one/ones were reported in medical record:pelvic pain,device dislocation, device breakage, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil on left side was stuck in top corner of uterus'), device breakage ('device breakage'), device dislocation ('both devices were outside the uterine cavity and into the peritoneal cavity/migration of essure device/ migration of essure device:pelvic omentum\failure to occlude fallopian tube/I still had a coilon my left side near my hip'), genital haemorrhage ('abnormal bleeding (general)') and nephrolithiasis ('kidney stone') in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. (B)(6) 2012- she had the hsg (hysterosalpingography) performed on (B)(6) 2012 and was told by the physician that both devices were outside the uterine cavity and into the peritoneal cavity. She was asymptomatic. On (B)(6) 2014 patient had CT abdomen and pelvis without and with contrast resulted in displaced/migrated left essure device now lying in the fat just anterosuperior to the left fallopian tube current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 192 lbs. Patient underwent essure confirmation test: hysterosalpingogram. Result: both essure coils migrated out of my tubes and there was no blockage. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included paraesthesia hand, numbness of upper extremities, obesity, temporal headache (she states she could feel it in her left side of temporal and roof of her mouth.), blood pressure increased, sprain, ovarian cyst and pap smear abnormal. Concomitant products included acetylsalicylic acid (aspirin), clonidine, ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 2 months 20 days after insertion of essure. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced trigeminal neuralgia ("triagema neuralgia/ triagemal neuralgia"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") with vaginal discharge, dry eye ("vision/eye problems type- dry eyes"), vision blurred ("vision/eye problems type: blurry vision, harder to focus") and eye infection ("vision/eye problems type: blurry vision, harder to focus, eye infections, and dry eyes.") And was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced back pain ("severe and persistent extreme lower back pain"), groin pain ("groin pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), pain ("physical pain"), nervous system disorder ("neurological conditions or problems"), coccydynia ("tailbone pain"), post procedural discomfort ("discomfort"), ovarian cyst ("ovarian cysts") and pelvic congestion ("pelvic congestion") and was found to have vitamin d decreased ("results showed low vitamin d"), blood urine present ("blood in urine") and benign hepatic neoplasm ("benign blood tumor on liver"). The patient was treated with surgery (abdominal hysterectomy, left salpingo oophorectomy ¿ right salpingectomy - omental biopsy x2) and extraction, 2 teeth pulled, replaced filling. Essure was removed on (B)(6) 2014. On (B)(6) 2012, the device dislocation had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the embedded device, nephrolithiasis, pain, post procedural discomfort, vitamin d decreased, blood urine present, benign hepatic neoplasm and pelvic congestion outcome was unknown, the device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, device expulsion, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, headache, nervous system disorder, dry eye, vision blurred, groin pain, abdominal pain, coccydynia, eye infection and ovarian cyst had resolved, the weight increased was resolving and the trigeminal neuralgia had not resolved. The reporter considered abdominal pain, back pain, benign hepatic neoplasm, blood urine present, coccydynia, cystitis, device breakage, device dislocation, device expulsion, dry eye, dysmenorrhoea, dyspareunia, embedded device, eye infection, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, menorrhagia, migraine, nephrolithiasis, nervous system disorder, ovarian cyst, pain, pelvic congestion, post procedural discomfort, tooth disorder, trigeminal neuralgia, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased and weight increased to be related to essure. The reporter commented: (B)(6) 2011-essure pre-op and post-op check list- coils: right-3 coils and left-5 coils. Failure to occlude fallopian tube. Date(s) of removal: (B)(6) 2012, (B)(6) 2014, bilateral salpingectomy, other (please specify) diagnostic laparoscopy, exploratory laparotomy, total abdominal hysterectomy, right salpingectomy & left salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Computerised tomogram - on (B)(6) 2014: results: 1 coil and fragments. Hysterosalpingogram - on (B)(6) 2012: results: migration of essure device, both essure coils migrated out of my tubes and there was no blockage. Both devices were outside the uterine cavity and into the peritoneal cavity.. Magnetic resonance imaging liver - on (B)(6) 2014: results: benign blood tumor on liver. Mammogram - on (B)(6) 2013: impression: questionable small focal asymmetry upper outer aspect of the left breast. In part, this may reflect overlying fibro glandular tissue.. Ultrasound scan vagina - on (B)(6) 2014: results: complex left ovarian cyst. 1. Findings are most suggestive of a displaced/migrated left essure device now lying in the fat just anterosuperior to the left fallopian tube. In a similar location on the right, there could be a small fragments) of a migrated right-sided essure device.. Urine analysis - on (B)(6) 2014: results: blood in urine. Vitamin d - on (B)(6) 2014: results: low. Confirming the injuries reported in this case, the following one/ones were reported in medical record:pelvic pain,device dislocation, device breakage, back pain. Concerning the injuries reported in this case, the following ones were reported via social media- embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new event coil on left side was stuck in top corner of uterus were added, new reporter were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("both devices were outside the uterine cavity and into the peritoneal cavity/migration of essure device/ migration of essure device:pelvic omentum\failure to occlude fallopian tube"), genital haemorrhage ("abnormal bleeding (general)") and nephrolithiasis ("kidney stone") in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis.(B)(6) 2012- she had the hsg (hysterosalpingography) performed on (B)(6) 2012 and was told by the physician that both devices were outside the uterine cavity and into the peritoneal cavity. She was asymptomatic. On (B)(6) 2014 patient had CT abdomen and pelvis without and with contrast resulted in displaced/migrated left essure device now lying in the fat just anterosuperior to the left fallopian tube current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 192 lbs. Patient underwent essure confirmation test: hysterosalpingogram. Result: both essure coils migrated out of my tubes and there was no blockage. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included paraesthesia hand, numbness of upper extremities, obesity, temporal headache (she states she could feel it in her left side of temporal and roof of her mouth.), blood pressure increased, sprain, ovarian cyst and pap smear. Concomitant products included acetylsalicylic acid (aspirin), clonidine, ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 2 months 20 days after insertion of essure. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On(B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced trigeminal neuralgia ("triagema neuralgia/ triagemal neuralgia"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") with vaginal discharge, dry eye ("vision/eye problems type- dry eyes"), vision blurred ("vision/eye problems type: blurry vision, harder to focus") and eye infection ("vision/eye problems type: blurry vision, harder to focus, eye infections, and dry eyes.") And was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced back pain ("severe and persistent extreme lower back pain"), groin pain ("groin pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), pain ("physical pain"), nervous system disorder ("neurological conditions or problems"), coccydynia ("tailbone pain"), post procedural discomfort ("discomfort"), ovarian cyst ("ovarian cysts") and pelvic congestion ("pelvic congestion") and was found to have vitamin d decreased ("results showed low vitamin d"), blood urine present ("blood in urine") and benign hepatic neoplasm ("benign blood tumor on liver"). The patient was treated with surgery (abdominal hysterectomy, left salpingo oophorectomy ¿ right salpingectomy - omental biopsy x2) and extraction, 2 teeth pulled, replaced filling. Essure was removed on (B)(6) 2014. On (B)(6) 2012, the device dislocation had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, device expulsion, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, headache, nervous system disorder, dry eye, vision blurred, groin pain, abdominal pain, coccydynia, eye infection and ovarian cyst had resolved, the nephrolithiasis, pain, post procedural discomfort, vitamin d decreased, blood urine present, benign hepatic neoplasm and pelvic congestion outcome was unknown, the weight increased was resolving and the trigeminal neuralgia had not resolved. The reporter considered abdominal pain, back pain, benign hepatic neoplasm, blood urine present, coccydynia, cystitis, device breakage, device dislocation, device expulsion, dry eye, dysmenorrhoea, dyspareunia, eye infection, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, menorrhagia, migraine, nephrolithiasis, nervous system disorder, ovarian cyst, pain, pelvic congestion, post procedural discomfort, tooth disorder, trigeminal neuralgia, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased and weight increased to be related to essure. The reporter commented: (B)(6) 2011-essure pre-op and post-op check list- coils: right-3 coils and left-5 coils. Failure to occlude fallopian tube. Date(s) of removal: (B)(6) 2012, (B)(6) 2014, bilateral salpingectomy, other (please specify) - diagnostic laparoscopy, exploratory laparotomy, total abdominal hysterectomy, right salpingectomy & left salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Computerised tomogram - on (B)(6) 2014: results: 1 coil and fragments. Hysterosalpingogram - on (B)(6) 2012: results: migration of essure device, both essure coils migrated out of my tubes and there was no blockage. Both devices were outside the uterine cavity and into the peritoneal cavity.. Mammogram - on (B)(6) 2013: impression: questionable small focal asymmetry upper outer aspect of the left breast. In part, this may reflect overlying fibro glandular tissue.. Nuclear magnetic resonance imaging liver - on (B)(6) 2014: results: benign blood tumor on liver. Ultrasound scan vagina - on(B)(6) 2014: results: complex left ovarian cyst. 1.findings are most suggestive of a displaced/migrated left essure device now lying in the fat just anterosuperior to the left fallopian tube. In a similar location on the right, there could be a small fragments) of a migrated right-sided essure device. Urine analysis - on (B)(6) 2014: results: blood in urine. Vitamin d - on (B)(6) 2014: results: low. Confirming the injuries reported in this case, the following one/ones were reported in medical record:pelvic pain,device dislocation, device breakage, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs and mr received: events added. Eye infections, ovarian cyst, low vitamin d, blood in urine, kidney stone, benign blood tumor on liver and pelvic congestion were added. Reporters , lot number, lab test, event outcome of eyes infections & cyst was added. Concomitant drugs were added. Event eye disorder updated to dry eyes. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil on left side was stuck in top corner of uterus'), device breakage ('device breakage') and device dislocation ('both devices were outside the uterine cavity and into the peritoneal cavity/migration of essure device/ migration of essure device:pelvic omentum\failure to occlude fallopian tube/I still had a coilon my left side near my hip') in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. (B)(6) 2012- she had the hsg (hysterosalpingography) performed on (B)(6) 2012 and was told by the physician that both devices were outside the uterine cavity and into the peritoneal cavity. She was asymptomatic. On (B)(6) 2014 patient had CT abdomen and pelvis without and with contrast resulted in displaced/migrated left essure device now lying in the fat just anterosuperior to the left fallopian tube current weight as of (B)(6) 2018: (B)(6) . Approximate weight at the time of essure placement (B)(6) . Patient underwent essure confirmation test: hysterosalpingogram. Result: both essure coils migrated out of my tubes and there was no blockage. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included paraesthesia hand, numbness of upper extremities, obesity, temporal headache (she states she could feel it in her left side of temporal and roof of her mouth.), blood pressure increased, sprain, ovarian cyst and pap smear abnormal. Concomitant products included acetylsalicylic acid (aspirin), clonidine, ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 2 months 20 days after insertion of essure. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced trigeminal neuralgia ("triagema neuralgia/ triagemal neuralgia"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") with vaginal discharge, dry eye ("vision/eye problems type- dry eyes"), vision blurred ("vision/eye problems type: blurry vision, harder to focus") and eye infection ("vision/eye problems type: blurry vision, harder to focus, eye infections, and dry eyes.") And was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced back pain ("severe and persistent extreme lower back pain"), groin pain ("groin pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced nephrolithiasis ("kidney stone"), pain ("physical pain"), nervous system disorder ("neurological conditions or problems"), coccydynia ("tailbone pain"), post procedural discomfort ("discomfort"), ovarian cyst ("ovarian cysts"), pelvic congestion ("pelvic congestion") and dysgeusia ("metal taste on mouth") and was found to have vitamin d decreased ("results showed low vitamin d"), blood urine present ("blood in urine"), benign hepatic neoplasm ("benign blood tumor on liver") and weight decreased ("weight decreased"). The patient was treated with surgery (abdominal hysterectomy, left salpingo oophorectomy ¿ right salpingectomy - omental biopsy x2) and extraction, 2 teeth pulled, replaced filling. Essure was removed on (B)(6) 2014. On (B)(6) 2012, the device dislocation had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the embedded device, nephrolithiasis, pain, post procedural discomfort, vitamin d decreased, blood urine present, benign hepatic neoplasm, pelvic congestion, dysgeusia and weight decreased outcome was unknown, the device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, device expulsion, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, headache, nervous system disorder, dry eye, vision blurred, groin pain, abdominal pain, coccydynia, eye infection and ovarian cyst had resolved, the weight increased was resolving and the trigeminal neuralgia had not resolved. The reporter considered abdominal pain, back pain, benign hepatic neoplasm, blood urine present, coccydynia, cystitis, device breakage, device dislocation, device expulsion, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, eye infection, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, menorrhagia, migraine, nephrolithiasis, nervous system disorder, ovarian cyst, pain, pelvic congestion, post procedural discomfort, tooth disorder, trigeminal neuralgia, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased, weight decreased and weight increased to be related to essure. The reporter commented: (B)(6) 2011-essure pre-op and post-op check list- coils: right-3 coils and left-5 coils. Failure to occlude fallopian tube. Date(s) of removal: (B)(6) 2012, (B)(6) 2014, bilateral salpingectomy, other (please specify) - diagnostic laparoscopy, exploratory laparotomy, total abdominal hysterectomy, right salpingectomy & left salpingo-oophorectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Computerised tomogram - on (B)(6) 2014: results: 1 coil and fragments. Hysterosalpingogram - on (B)(6) 2012: results: migration of essure device, both essure coils migrated out of my tubes and there was no blockage. Both devices were outside the uterine cavity and into the peritoneal cavity.. Magnetic resonance imaging liver - on (B)(6) 2014: results: benign blood tumor on liver. Mammogram - on (B)(6) 2013: impression: questionable small focal asymmetry upper outer aspect of the left breast. In part, this may reflect overlying fibro glandular tissue.. Ultrasound scan vagina - on (B)(6) 2014: results: complex left ovarian cyst. 1.findings are most suggestive of a displaced/migrated left essure device now lying in the fat just anterosuperior to the left fallopian tube. In a similar location on the right, there could be a small fragments) of a migrated right-sided essure device.. Urine analysis - on (B)(6) 2014: results: blood in urine. Vitamin d - on (B)(6) 2014: results: low. Confirming the injuries reported in this case, the following one/ones were reported in medical record:pelvic pain,device dislocation, device breakage, back pain. Concerning the injuries reported in this case, the following ones were reported via social media- embedded device, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: sm received : events added- dysgeusia and weight decreased. Reporter added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("both devices were outside the uterine cavity and into the peritoneal cavity/migration of essure device"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paraesthesia hand and numbness of upper extremities. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 2 months 18 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pain and pelvic pain. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"). On (B)(6) 2012, the patient experienced trigeminal neuralgia ("triagema neuralgia"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") with vaginal discharge, migraine ("migraines"), headache ("headaches"), visual impairment ("vision problems"), eye disorder ("eye problems") and weight increased ("weight gain"). In june 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced back pain ("severe and persistent extreme lower back pain"), groin pain ("groin pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced nervous system disorder ("neurological conditions or problems") and coccydynia ("tailbone pain"). The patient was treated with surgery (abdominal hysterectomy, left salpingo oophorectomy ¿ right salpingectomy - omental biopsy x2). Essure was removed on (B)(6) 2014. On (B)(6) 2012, the device dislocation had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, device expulsion, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, headache, nervous system disorder, visual impairment, eye disorder, weight increased, groin pain, abdominal pain and coccydynia had resolved and the trigeminal neuralgia had not resolved. The reporter considered abdominal pain, back pain, coccydynia, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, menorrhagia, migraine, nervous system disorder, tooth disorder, trigeminal neuralgia, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: 1 coil and fragments nuclear magnetic resonance imaging liver - on 13-may-2014: benign blood tumor on liver ultrasound scan vagina - on (B)(6) 2014: complex left ovarian cyst. Urine analysis - on (B)(6) 2014: blood in urine. Vitamin d - on (B)(6) 2014: low. (B)(6) 2012: she had the hsg (hysterosalpingography) performed on (B)(6) 2012 and was told by the physician that both devices were outside the uterine cavity and into the peritoneal cavity. She was asymptomatic. On (B)(6) 2014 patient had CT abdomen and pelvis without and with contrast resulted in displaced/migrated left essure device now lying in the fat just anterosuperior to the left fallopian tube. Confirming the injuries reported in this case, the following one/ones were reported in medical record:pelvic pain,device dislocation, device breakage, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("both devices were outside the uterine cavity and into the peritoneal cavity/migration of essure device"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 2 months 18 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pain and pelvic pain. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"). On (B)(6) 2012, the patient experienced trigeminal neuralgia ("triagema neuralgia"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") with vaginal discharge, migraine ("migraines"), headache ("headaches"), visual impairment ("vision problems"), eye disorder ("eye problems") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced back pain ("severe and persistent extreme lower back pain"), groin pain ("groin pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced nervous system disorder ("neurological conditions or problems") and coccydynia ("tailbone pain"). The patient was treated with surgery (abdominal hysterectomy, left salpingo oophorectomy ¿ right salpingectomy - omental biopsy x2). Essure was removed on (B)(6) 2014. On (B)(6) 2012, the device dislocation had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, device expulsion, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, headache, nervous system disorder, visual impairment, eye disorder, weight increased, groin pain, abdominal pain and coccydynia had resolved and the trigeminal neuralgia had not resolved. The reporter considered abdominal pain, back pain, coccydynia, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, menorrhagia, migraine, nervous system disorder, tooth disorder, trigeminal neuralgia, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: 1 coil and fragments nuclear magnetic resonance imaging liver - on (B)(6) 2014: benign blood tumor on liver urine analysis - on (B)(6) 2014: blood in urine vitamin d - on (B)(6) 2014: low (B)(6) 2012 - she had the hsg (hysterosalpingography) performed on (B)(6) 2012 and was told by the physician that both devices were outside the uterine cavity and into the peritoneal cavity. She was asymptomatic. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information, lab data, concomitant drug, events- device breakage, abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, infection bladder, infection urinary tract, infection vaginal, migraines, headaches, neurological conditions or problems, vaginal discharge, vision problems, eye problems, weight gain, weight loss, triagema neuralgi, severe and persistent extreme lower back pain, groin pain, abdomen pain, tailbone pain were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.